Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-07769. It was reported that an asymptomatic patient presented with noise on their atrial lead. During the procedure to remove the lead on (B)(6) 2021, it was discovered that both the atrial and right ventricular lead were also exhibiting clavicular crush. Both leads were explanted. Patient was stable after the procedure.

Manufacturer narrative:
The reported event of clavicle crush was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was externally abraded at 12.5 ¿ 13.1 cm from the connector pin in addition to surface abrasions that were noted in the middle portion of the lead measuring 14.5- 21.0 cm from the connector. Further external abrasions were noted at 36.2 ¿ 36.8 cm , 37.1 ¿ 38.1 cm, 38.4 ¿ 38.9 cm, 39.2 ¿ 39.5 cm, 41.0 ¿ 41.4 cm, 42.0 ¿ 42.3 cm, 42.1 ¿ 42.8 cm, and 43.4 ¿ 43.5 cm from the distal tip. Internal insulation abrasions were found at 7.8 ¿ 11.6 cm, 13.5 ¿ 13.7 cm, and 37.5 ¿ 38.5 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.